Event description:
Device 1 of 2 reference MFR. Report# 1627487-2019-01129. Follow up revealed that the patient's extension revision was due to extension migration causing high impedances.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-01129.

Manufacturer narrative:
Weight: patient weight added.

Event description:
Follow up revealed that the patient's extension was explanted and replaced, and therapy was restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2019-01129. It was reported that the patient is experiencing issues at the extension site. This was confirmed with x-ray imaging. As a result, surgical intervention may be pending to address the issue.